Manufacturer narrative:
Tracking# 49487.

Event description:
It was reported the ems was used during a gallbladder procedure. It was reported by the affiliate the staples will not deliver. There was no consequence to the pt.